Event description:
On 2024-11-07 the site contacted berlin heart inc. Clinical affairs (ca) to report a cut on the inflow atrial cannula for small children ø 6 mm; l 25 cm; head 14 mm (lot no. 00126464) of the rvad cannula in the bvad configuration. They noticed the cut during a routine pump assessment and deposit check. The site also reported that touching along the cut revealed a visible gap that looked like a deep cut. Ca requested pictures of the inflow cannula for further assessment. Ca confirmed the cut in the pictures and recommended an immediate replacement of the defective part due to the high risk of cannula disruption. On 2024-11-07, the site removed the defective part of the cannula and replaced it with an extension set. Ca requested the return of the defective part for further investigation. During the event, both pumps maintained complete fill and ejection, and the patient was adequately supported.

Manufacturer narrative:
The atrial cannula for small children (lot no. 00126464) was in use on the patient from 2023-07-24 until the time of the event on 2024-11-07 (472 days). We have reviewed the production records of the excor arterial cannula lot no. 00126464. This product was produced according to our specifications. According to the production records, a total of 5 cannulas with this lot no. Were produced. Out of 5 cannulas, 4 were distributed in USA and 1 was distributed in india. All the 4 cannulas were used on patients and 3 among them were explanted as all the 3 patients were successfully transplanted. This cannula complaint is associated with the 4th patient in the USA. There are no additional complaints associated with this lot number except the current complaint and another complaint from the same patient that occurred on 2024-11-12 which will submitted as 3004582654-2024-00061. A detailed investigation report will be provided as soon as it is available.

Manufacturer narrative:
On 2024-11-27, the excor cannula lot no. 00126464 was returned to berlin heart gmbh for investigation. During visual inspection of the returned cannula section, the reported cut described in the complaint report was confirmed. The defect was an external and superficial cut that did not exhibit any signs of leakage. The defect was most likely caused by a sharp and pointed object.